Event description:
It was reported that no capture was noted on the right ventricular (rv) lead. The patient presented for a coronary artery bypass graft (CABG) procedure. During the CABG procedure, the physician noticed the rv lead perforated the rv. The physician cut the lead and repaired the perforation with a suture, and continued the CABG procedure. The rv lead was then removed, and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.